Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and moisture damage. The customer stated the numbers on their keypad were ramping and the scrolling. Customer's blood glucose was 210 mg/dl. She stated the insulin pump was exposed to insulin. The customer stated there was not a leak, but basal rates were running while he was disconnected. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.